Event description:
The customer reported being hospitalized due to high blood glucose of 770mg/dl. Troubleshooting was performed. The customer's recent glucose reading was 209mg/dl, and she has treated with manual injections. The time and date on the insulin pump were correct. Reviewed the bolus wizard and the settings were incorrect. Assisted the customer with correcting the bolus wizard. Checked the alarm history and found several no delivery alarms. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the customer to remove the cannula, and the cannula was not bent. Advised the customer to change the infusion set and reservoir every two to three days. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.